Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced a decrease in their heart rate which was determined to be due to loss of ventricular capture. A micro dislodgement of the right ventricular (rv) lead was confirmed via x-ray. A revision procedure was performed where the lead was successfully repositioned and remains in service. No adverse patient effects were reported.